Event description:
On (B)(6) 2025 the user experienced hypoglycemia with a bg of 30 mg/dl after forcing a new cartridge into the ilet while connected to the infusion site, resulting in accidental insulin delivery. The user was treated by ems and at helena st. Peter hospital with oral glucose and insulin therapy and was discharged the same day. The user is currently on mdi and plans to resume ilet use with retraining.